Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) during basal delivery. Customer attempted to load another cartridge and the alarm occurred again. Customer's blood glucose level was 250mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.